Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that since 11:45 am today ((B)(6)2022 ) the patient had a feeling. They stated "I have a feeling of something, I don't know what but it feels like a holding on the back of her head and going down very slowly¿ and it seemed to be now holding in the middle of the stomach." It was asked what was holding on the back of your head and not holding in the stomach? The patient answered "I don't know, just a feeling" they were not sure if they were supposed to call mdt or the doctor. They were redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal medication baclofen (concentration an dose unknown) for intractable spasticity via an implantable pump. It was reported that for the past 2-3 days the patient felt like there were pieces of the catheter blowing around inside them. The patient reported it felt like there was a little piece in the middle of their stomach and blown off to the left and the rest was blowing around their stomach. The patient stated they have had difficulties getting out of the house and standing or walking due to the pieces of the catheter blowing around inside them. It was reported they were trying to find a home health care professional to interrogate the pump. The patient stated they felt like the pump was working fine. The next refill date for the pump was reported to be on (B)(6)2022 and that their managing physician was not aware of how the patient was currently feeling. The patient reported they had not had any recent falls or trauma and was redirected to their healthcare professional.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4) implanted: (B)(6)2008. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6)2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.